Event description:
Insulin cartridge had broken inside of the device's cartridge chamber. Although patient had cleaned out the cartridge compartment with a cotton-swab, moisture continues to reappear inside the device, no error messages were generated by the device. Patient's blood glucose was not affected and no treatment was received.